Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the balloon ruptured longitudinally during deployment. All volume appeared to be in, trace leak on transesophageal echocardiography (tee) post implant and the delivery system and balloon successfully retrieved into the esheath without incident. The cause of the rupture is presumed to be annular/lvot calcium in the patient's anatomy.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The 26mm commander delivery system was returned for examination. The evaluation found that when attempting to inflate the balloon, all water leaked out, a longitudinal balloon burst was noted along the length of the inflation balloon, and minor flex tip gouges were noted. The 3mensio was provided and calcium was observed in the patient's annulus. The complaint for balloon burst was confirmed by a visual examination of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No other visual abnormalities were observed on the returned sample. This event reports a balloon burst during thv deployment that has not resulted in patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per the event description, "the balloon ruptured during deployment". The field clinical specialist (fcs) indicated that "the cause of the rupture is presumed to be annular/lvot calcium in the patient's anatomy". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. While IFU/training manuals are not listed in the technical summary, a review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place. In this case, a review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst.